Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
(B)(6) study. Same case as MFR report #: 2134265-2010-05869. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with a myocardial infarction and was referred for cardiac catheterization. The index procedure treated the 95% stenosed, 3.75x28mm target lesion located from the proximal to mid left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of two (B)(6) study stents (3.0x16mm, 3.0x 20mm). Post ivus was performed revealing the stents were under expanded. Treatment consisted of additional post dilations with a non-compliant balloon resulting in 0% residual stenosis and timi 3 flow. A side branch occlusion of greater than or equal to 2mm occurred. No intervention was required. The patient was discharged 2 days later on aspirin and prasugrel.